Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving morphine (10mg/ml at 3.12mg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient had a loss of pain relief. The patient has extreme penile pain, and the previous catheter tip placement was not helping their pain and there was concern of a granuloma at the catheter. The catheter did not seem to have flow when it was tested and observed. It was reported that diagnostics/troubleshooting included the hcp increasing the patient's doses and given bolus, as well as a computed tomography (CT) scan and an x-ray. A catheter revision was performed and the catheter was tied off and left in the patient. A new catheter was placed at the sacroiliac (si) joint target for the patient's spinal pain. The hcp has no further information regarding this event. The issue was resolved at the time of this report. Additional information was received from the manufacturer's representative and was confirmed with the healthcare provider (hcp) (B)(6) 2026. It was reported that it was not confirmed that there was a granuloma at the tip but it was reiterated that there was no flow in the catheter. The reason for no flow was unknown. The catheter was tied off in the intrathecal space intact, and the catheter was tied off in the pump pocket. A new catheter was placed at the sacral 1 (s1) location of the intrathecal space. It was stated that x-rays were taken perioperatively and magnetic resonance imaging (MRI) was performed pre-operatively. It was also stated that the penile pain was not due to the pump, but rather due to a spinal cord injury which was the primary indication of implanting the pump in the first place.